Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, lay user/ patient contacted lifescan (lfs) and alleged their one touch select test strips has incorrect expiry date the complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that the issue occurred on (B)(6) 2016. The patient stated he manages his diabetes with pills, diet and/or exercise. The patient confirmed that he did not make any changes to his usual diabetes management regimen in response to the alleged product issue, however did confirm they have been exercising for 5 years. The patient claims he developed symptoms of ¿headache and sweating¿ 2 days after the product issue; however, the patient denied receiving medical treatment. No other device was used. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure, the correct sample site was used, the vial was not cracked or broken, the test strip were not open past their discard or expiry dates and the test strips were stored correctly. The cca was unable to walk through a retest as the patient did not have control solution. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of a severe injury after the product issue occurred, nor did she receive medical intervention for an acute diabetic excursion and there is no temporal association with hcp treatment and the alleged inaccuracy issue with the subject meter. This complaint is being reported because the alleged product issue was not resolved during troubleshooting. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury after the alleged issue began.